Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified a hemostatic valve detachment issue. It was initially reported by the customer that the dilator would not go in all the way into the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. There was no patient consequence. Device evaluations details: the device evaluation has been completed. The device was inspected, and hemostatic valve missing from hub, a second closer inspection was performed and hub was found without hemostatic valve. Friction ring and brim cap remain intact. The insertion withdrawal test fail and the device was dissected after the handle area and found occluded with the hemostatic valve , it could has been detached due to an external force while inserting the dilator thru the sheath, but this could not be conclusively determined. The lot number was retrieved through eeprom during the evaluation process and verified to be 00001193. A manufacturing record evaluation was performed for the finished device 00001193 number, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve separation could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified a hemostatic valve detachment issue. It was initially reported by the customer that the dilator would not go in all the way into the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. There was no patient consequence. Additional information was received stating the issue occurred as they were trying to the insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. They were able to insert the dilator only about 5 cm into the sheath and they did not intend to insert the catheters or the needle since the dilator was unable to be inserted. There was no occlusion when irrigating the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Based on the information provided by the customer, the reported issue of obstructed sheath has been assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/10/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve missing from hub. This finding was determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 4/10/2020 and reassessed as MDR reportable.